Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, the reported difficult or delayed activation appear to be due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other additional mitraclips referenced are being filed under a separate medwatch report number.

Event description:
This is filed to report the difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds (B)(4)) was advanced to the mitral valve and the leaflets grasped. During deployment, it was difficult to get the clip to detach from the delivery catheter (dc). The dc had to be torqued a little in order to get the clip to detach. The same issue occurred with the second cds ((B)(4)). However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). A third cds ((B)(4)) was used to stabilize the slda clip however experienced the same issue deploying the clip. Per the physician, the difficulties deploying the clips was due to the anatomy as + had to be applied to reach the valve. The procedure was completed with the mr reduced to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.